Event description:
This 62-yr-old female had bilateral breast augmentation in 1984 at another facility. Therefore, the MFR of the silicone gel implants is unknown to reporting facility. The pt developed symptoms of fibromyalgia, memory loss, irritable bowel syndrome, chronic fatigue, and arthritis and chose to have the silicone gel implants removed in hopes of resolving symptoms. Gross exam of implants: ruptured right, intact left. Micro exam of capsules: both show chronic inflammatory change.